Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he was having a no delivery alarm and he has changed the set twice. Customer has not changed the reservoir. Customer's blood glucose was 148 mg/dl at the time of the incident. Customer stated that the set fell out and that is why he changed it. Customer was assisted with priming and it primed without alarming. Customer was asked to send back the item that did not prime and the reservoir.